Event description:
Healthcare professional reported a patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the nasolabial fold. In the first session, injected 0,5 ml, in the second injection 4 weeks later was injected the rest, and presented vascular compromise. Hcp applied 4 lots of hyaluronidase 150 iu and treated with aspirin, augmentin and ciprofloxacin 500 mg every 12 hours, at the beginning bactroban after cicaplast. Symptoms on going. This relates to second injection

Manufacturer narrative:
Corrected data: b3.

Event description:
Healthcare professional reported a patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the nasolabial fold. In the first session, injected 0,5 ml, in the second injection 4 weeks later was injected the rest, and presented vascular compromise. Hcp applied 4 lots of hyaluronidases 150 iu and treated with aspirin, augmentin and ciprofloxacin 500 mg every 12 hours, at the beginning bactroban after cicaplast. Symptoms on going. This relates to second injection.

Manufacturer narrative:
Clarification to a.2. Date of birth: 1979. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.